Manufacturer narrative:
The oad was received at csi for analysis. Initial visual and tactile inspection of the handle assembly, saline sheath and driveshaft revealed the nose cone strain relief to be detached from the nose cone assembly. The nose cone clips, saline sheath and driveshaft in that area were damaged as a result of some form of impact. Further examination revealed evidence of blood residue within the sheath. Saline was injected into the handle and was noted to flow out of the nosecone, indicating no blockages in flow. There was no other damage observed with the oad that would have contributed to the reported event. The device was tested, and operated as intended. At the conclusion of the device analysis, the reported nose cone detachment was confirmed, though the root cause of the damage could not be determined. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a procedure, a piece of the nose cone of the peripheral diamondback orbital atherectomy device (oad) became detached. The nose cone was reattached and reloaded over the viperwire. Blood began to backfill into the oad during insertion of the oad into the introducer sheath. Saline was observed flowing from the nose cone area. The procedure was completed with a second oad and planned angioplasty and stent placement. There were no other complications, and the patient was discharged.

Manufacturer narrative:
Additional information: the patient was in her mid-60's. The exact age of the patient is unknown. Csi ID: (B)(4).